Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in a vascular probe device. The unspecified particulate matter was observed in the inner pouch. The event occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Inspection of the pouch was conducted using the unaided eye, under normal lighting, and loose particulate matter (pm) was noted on the outside wall of the inner pouch. Inspection under a microscope was performed and the loose pm was determined to be a fiber. The size of the fiber was determined to be within the acceptable specification range. The reported condition was not verified. The device met specification. Should additional relevant information become available, a supplemental report will be submitted.